Manufacturer narrative:
Device power up properly after battery installation. No blank display or frozen screen noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit or failed batt test alarms noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after receiving new battery. Customer reported air bubbles everywhere during therapy. Approximate size of air bubbles was 4 cm. Air bubbles were successfully removed. Insulin pump was not overheating. Customer performed displacement verification test and fill cannula test. Insulin pump passed both. Customer performed auto test. Insulin pump did not pass it. Customer reported frozen display. No harm requiring medical intervention was reported. The device will be returned for analysis.